Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11 before release the valve, posterior hinge point could not be reached properly. After valve deployment, posterior part of the valve was deeper than intended (>10mm), therefore, moderate paravalvular and intervalvular leakage was detected. Valve is stable and well engaged in s-l plane and no rocking motion detected. Tr remained moderate and no further actions were taken. After internal imaging review, the 48 mm evoque valve appears to be fully embolized in the right ventricle, with its locking tabs at the tricuspid valve annulus. The evoque valve appears stable. The final transvalvular tr is severe and the final pvl is qualitatively moderate. The tv mean inflow gradient measures 1 mmhg at 80 bpm. The major root cause for valve embolizes into ventricle identified from imaging is procedure related: suboptimal depth and lack of leaflet capture. The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 48mm evoque procedure. The patient developed an av-block iii. At first, a temporary pacemaker was implanted but ultimately, a permanent pacemaker was implanted. The patient's final outcome is stable condition. After valve deployment, posterior part of the valve was deeper than intended (>10mm). Valve is stable and well engaged in s-l plane and no rocking motion detected. As per medical opinion, the main root cause of the event maybe they were unable to reach intended height on the posterior part of the annulus.

Manufacturer narrative:
Additional information from section e1 phone number: (B)(6). The manufacturer's investigation is on-going, and a follow-up report will be submitted when the investigation is complete.